Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the implantable cardioverter defibrillator (ICD) was not pacing. Per the clinician the patient was in atrial fibrillation arrhythmia at the time of the call and that rates were jumping from 32 to 208 beats per minute with no pacing spikes occurring. The ICD remains in use. No patient complications have been reported as a result of this event.